Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is most likely that the cause of the reported malfunction was due to the up angulation causing image loss and due to the connecting tube having a dent (20mm to 30mm from distal end. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had loss of image during angulation (no image). The issue occurred during preparation for use, before the patient was in the room. There were no reports of patient harm.